Event description:
It was reported that the patient lost a significant amount of weight. The patient system was auto reducing. Upon further investigation, it was reported that left lead had high impedance. As a result, surgical intervention took place on (B)(6) 2023 where the lead was explanted to address the issue. It is unknown which lead had high impedance.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.